Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Other text : na.

Event description:
It was reported that the patient's incision was not healing properly, leaving the pulse generator exposed. The physician elected to explant the device due to risk of infection.